Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (500 mcg/ml at 50 mcg/day) via an implanted pump. The patient¿s medical history included hirschsprung disease and chronic abdominal pain. The indication for pump use was non-malignant pain. It was reported that the patient was seen in the clinic by their physician reporting increased pain. At that time, the physician performed a catheter access study and was unable to aspirate csf (cerebrospinal fluid). As a result, the dosing was reduced in preparation for a catheter revision, and because the pump would need to be replaced in the next two years due to eos (end of service), the physician also decided to go ahead and prophylactically replace the pump at the time of the catheter revision to prevent the patient from having a second surgery. There were no allegations against the pump, and there were no known environmental, external, or patient factors that may have led or contributed to the catheter issue. A thoracic x-ray was completed on 31-jan-2024 and demonstrated that the tip of the catheter was at t6. The patient was taken to surgery on 18-apr-2024 for the revision. The physician first started by opening up the existing pump pocket and dissecting down to the pump and existing catheter. He removed the old pump and proximal pump segment of the catheter. After disconnecting the existing proximal segment, he did not note any free flowing csf. He then trimmed 12.5 cm of the spinal segment but still did not get any return of csf. The physician then proceeded to open up the midline lumbar incision and dissected down to the spinal segment and anchor. He slightly retracted the catheter and after doing so, noted free flow of csf. He then tunneled the existing spinal segment back to the existing pump pocket and connected it to a new proximal pump segment from a revision kit. The revised catheter was then attached to the new pump. A catheter access port aspiration was done before and after placing the new pump back into the pump pocket and there was positive return of csf with both aspirations. The incisions were then irrigated and closed. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: 2(B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-jun-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.